Event description:
It was reported that the patient underwent a ¿secondary surgery to perform a vertebroplasy at th8 after the primary symptom was relieved. In the secondary surgery, it was confirmed that 3 screws which were placed at th7 and th6 were loosened. The screws were replaced with new ones.¿ no patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.